Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18. H6: investigation summary customer returned (20) 3/10cc, 8mm, 31g walgreens syringes in sealed poly bags from lot # 0174605. Customer states that they are seeing clear liquid in syringe prior to use pushing on the plunger rod. All returned syringes were tested and 5 out of 20 samples exhibited a small clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polypropylene. A review of the device history record was completed for batch # 0174605 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: maintenance dispatch (l2l) #107887 was created on 16oct2020 for excessive silicone dispensed into the barrels.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 pl/wg had foreign matter in the syringe. The following information was provided by the initial reporter: material no: 928858 batch no: 0174605.   It was reported that a consumer reported seeing clear liquid in syringe prior to use.   Verbatim: walgreens consumer reported seeing clear liquid in syringe prior to use. Stated, she pushed on the plunger rod and clear liquid. Stated, doesn't feel comfortable continuing to use them.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 pl/wg had foreign matter in the syringe. The following information was provided by the initial reporter: material no: 928858 batch no: 0174605 ¿ it was reported that a consumer reported seeing clear liquid in syringe prior to use. ¿ verbatim: (B)(6) consumer reported seeing clear liquid in syringe prior to use. Stated, she pushed on the plunger rod and clear liquid. Stated, doesn't feel comfortable continuing to use them.